Event description:
It was reported that the pump's modification changed automatically, where the date and time reverted back to 01-jan-2005. During physical inspection, it was found that the downstream occlusion rubber seal was delaminated. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was returned for analysis. Visual inspection found a delaminated downstream occlusion seal. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the clock battery. As a result, the main board and downstream occlusion seal were replaced. Service history review had no indication that the complaint was related to a service of the device within the review period.